Event description:
Dexcom was made aware on 03/28/2024, that on 03/08/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On 03/08/2024, it was reported that the patient experienced a skin reaction with redness, pustules and infection underneath sensor pod area only, which occurred four days after the sensor had been inserted in the abdomen. Prior to sensor insertion the patient did not cleanse the area. The patient developed redness and a pustule at the needle puncture site. On 03/08/2024, the patient went to an urgent care clinic and was prescribed an oral antibiotic medication (cephalexin 500 mg, three times per day for 10 days). On 03/13/2024, the patient developed an infection (pus), and went to the emergency room and had an incision and drainage (I&d) to relieve the pus. The patient was discharged home with a prescription for a different oral antibiotic medication (bactrim, unspecified dosage twice per day for five days). At the time of report the patient had already completed the course of antibiotic, but she still had pain at the I&d site. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).